Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Device code (B)(4).

Event description:
A field engineer reported on behalf of the customer that a 009300xspt assembly, 9300xsp l/s w/awos t machine overheated, created smoke and the base of the lamp assembly was melted. Additional information received on (B)(6) 2018 indicated that the device was being used as a light source during a cardiac case on (B)(6) 2018 and started to give off a foul odor and began to smoke. A 5 -minute surgery delay was reported without impact to the patient. The procedure was completed within the allotted time frame. No injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. A visual inspection found the unit as scratched and dirty with a crack and dented lower right corner on the bezel. Internal inspection found the ferrite was detached from the line filter, the attachment nylon screws for the heat shroud around the lamp module were broken off and heat shroud was not seated properly. In addition, the lower-front of the lamp module was burnt/discolored along with one port on the inside of the turret. Functional testing found the unit powered "on" and was operational. A burnt material odor was observed after warm-up. Note that both fans were functioning properly. The findings are considered physical damage consistent with rough handling; no malfunction. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.